Manufacturer narrative:
This MDR is being filed in response to invacare's commitment to FDA (B)(4) to review all adverse event files processed in the last two years and to file mdrs as necessary, based on invacare's newly revised complaint handling procedure and work instruction. The consumer stated the control box sparked when the pendant was plugged in. There is no injury reported. Unk if the pendant was dropped or damaged when plugged into the junction box. Filing solely on consumers statement they observed a spark when they plugged their pendant into their control box. MFR is working to obtain the control box for eval. The product has not been returned for eval at this time so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this alleged incident. Malfunction is not confirmed.

Event description:
The junction box is allegedly sparking when you plug in the pendant. No injury is alleged.